Event description:
It was reported that patient faced occlusion alarm due to infusion set cannula was bent on (B)(6) 2026. The insertion site was at abdomen. Patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.